Event description:
It was reported that the user experienced hyperglycemia and an alert 38 ¿consecutive stalled motor¿ during a supply change with the ilet, after which the user initially considered reverting to injections but instead replaced the full setup and restarted the system; the highest reported glucose was 305 mg/dl and glucose levels subsequently decreased to 209 mg/dl and stabilized. Symptoms included fatigue and headache consistent with hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem with an identified mechanical issue consistent with a stalled motor alert, with a potential manufacturing deficiency not ruled out. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.